Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this device recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. A request was made to have data from this device analyzed. Device replacement was recommended as remote telemetry was found to be disabled. Subsequently, this device was explanted and successfully replaced. Other than the intervention, no additional adverse patient effects were reported. This device is expected to be returned for analysis.